Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted at implant due to the surgeon feeling the implant "did not look right, may have been sized incorrectly."